Event description:
Doctor reported to a lensar clinical application specialist (cas) on (B)(6) 2014 that he completed laser treatment 100% on a patient. During capsulotomy button removal under microscope, he noticed a radial tear. He stated that he proceeded on with caution and the remainder of surgery went well. No vitrectomy was performed.

Manufacturer narrative:
Analysis of patient surgery files reveals an asymmetric dock as evidenced by a decentered suction ring on down the pipe image captures. Significant eye movement is noted periodically before and during completion of the anterior capsulotomy and throughout the rest of the procedure. This movement is likewise evidenced through the displacement of capsulotomy cylinders on sequential image frames. Bubble breakthrough is extremely asymmetric and bubble density is greater in the superior quadrant of the frame (nasally) compared to the inferior quadrant (temporally). These multiple capsulotomy rings applied under the anterior capsule likely weakened the radial strength of the capsular rim, which was further compounded by the patient movement during the breakthrough of the anterior capsulotomy itself. An anterior radial tear could potentially occur in this scenario as a result of inherent radial forces exerted upon the anterior capsular rim by the surrounding ocular apparatus.